Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal toric intraocular lens was explanted during secondary surgery as the patient was dissatisfied with the visual acuity. Additional information stated that the patient reported a continuous failure to achieve satisfactory vision for distances, describing a glimmer effect from short to long distances. Preoperative best spectacle corrected visual acuity values were 0.8 for distance and j5 for near vision, while postoperative values were 0.6 for distance and j2 for near vision, indicating good near vision but persistent glimmer symptoms. The lens was replaced with lens from another manufacturer which resolved the glimmer symptoms and provided satisfactory far, intermediate, and near vision. No other information was provided.